Event description:
The report from the field indicated that during a coronary stenting procedure, the shaft of the first cypher 2.5 x 28 mm stent delivery system (sds) was noted to be kinked/bent. This complaint was determined to be not reportable. Another cypher 2.5 x 28 mm stent of the same catalog and lot number was used in an attempt to treat the lesion and the stent dislodged off of the sds balloon. The stent was retrieved using a snare device. There was no reported patient injury.

Manufacturer narrative:
Additional information received indicated that the target lesion was the distal left anterior descending (lad) coronary artery. The lesion was reported to be calcified and tortuous. The device did not cross the target lesion. The physician attempted to withdraw the sds back into the guiding catheter and the stent dislodged into the arota. The stent was successfully retrieved using a snare device. The target lesion was treated by balloon angioplasty. No additional information is available at this time. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.